Event description:
Reportedly, during an implantation attempt, when the physician attempted to reposition the lead in a different area, the screw could not be retracted. The lead was not implanted and a new one was used.

Event description:
Reportedly, during an implantation attempt, when the physician attempted to reposition the lead in a different area, the screw could not be retracted. The lead was not implanted and a new one was used.

Manufacturer narrative:
As received the screw fixation was extended. After thorough cleaning to remove the blood/tissue residues, the fixation mechanism operated as specified. Some x-rays were performed and revealed a bending was observed on the inner coil. It is possible that this finding could be related to the several repositioning of the lead and excessive number of turns performed to extend and retract the screw during the implantation attempt. All other components were free from any damages. All the other components of the lead were free from any damage. The mechanical, and dimensional measurements were within specifications, and review of the associated manufacturing records revealed no evidence of inconsistency during the manufacturing process that could be related to the reported screw mechanism issue. The difficulty experienced during the implantation attempt with the repositioning of the lead is undoubtedly related to the blood and tissue residue observed within the screw housing, which obstructs the retraction of the screw. A lead issue is not suspected to be related to the reported problem. This case is retained and utilized for trending purposes. For more details, please refer t othe attached report analysis.